Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that they inspected their customer's device and observed that it was unable to power on. There was no report of patient use associated with the reported event.

Event description:
A third party service agent contacted physio-control to report that they inspected their customer's device and observed that it was unable to power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.